Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, following the removal of the dilator and wire from the faradrive steerable sheath, visible air was observed in the sheath from the shaft to the port. The sheath was aspirated, and air was continuously pulled from the sheath. No air was observed in the patient. The sheath was also observed to be leaking fluid from the valve at a dripping rate. The sheath was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The sheath was discarded and is not expected to be returned for analysis.